Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient got a knee replacement on (B)(6) 2019, and has been experiencing pain on it ever since. Patient is stating he needs a replacement but does not have a date. The knee is popping and clicking and has been since the initial surgery.